Event description:
Guidewire being used for a fistula declot procedure unraveled into a thin strand while in use in patient vessels. Wire was able to be removed from the patient without adverse side effects.